Manufacturer narrative:
Device was used for treatment, not diagnosis. Cho, h.m., et al. (2016). Clinical and functional outcomes of treatment for type a1 intertrochanteric femoral fracture in elderly patients: comparison of dynamic hip screw and proximal femoral nail antirotation, hip pelvis 28(4): 232-242. This report is for an unknown dhs system = dynamic compression plate (dcp), cortex screws, and lag screw, unknown quantity # / unknown lot #. (Other number) UDI # unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: cho, h.m., et al. (2016). Clinical and functional outcomes of treatment for type a1 intertrochanteric femoral fracture in elderly patients: comparison of dynamic hip screw and proximal femoral nail antirotation, hip pelvis 28(4): 232-242, 2016. Korea. The study objective was to evaluate and compare the clinical and functional outcomes of dynamic hip screw (dhs) and proximal femoral nail antirotation (pfna) treatment of ao type 1 intertrochanteric fractures in elderly patients. The study included patients with intertrochanteric femoral fracture between january 2004 and december 2014, those younger than 70 years, with ao fracture classification of type 2 or higher 7), with bilateral fracture. 113 cases treated with dhs (dhs group), and 81 cases treated with pfna (pfna group). Regarding the dhs and pfna groups, respectively: mean patient age, 84.2 (70- 93) years and 81.0 (70-94) years. Dhs group received a 135 degree-angled plate and hip screws. The reduction method used for the pfna group was similar to that used for dhs group. After reaming the lateral cortex, a helical blade was inserted, followed by the insertion of distal locking screws. The size of the nail was determined based on the preoperative radiographs, and, for all patients, the neck-shaft angle was 130 degrees, with a length of 170 mm or 200 mm. The following complications were reported: in the dhs group: one patient had a switching (revision) to artificial hip replacement due to hip screw cut out. Two patients had switching (revision) to artificial hip replacement due to non-union and unknown metal failure. Fixation failure was defined as varus deformity with a change of 10 degrees in the angle between the shaft and the head of the femur; femoral head cut-out caused by the lag screw; or excessive sliding (15 mm). This is report 4 of 8 for (B)(4). This report is for an unknown quantity of dhs system = dynamic compression plate (dcp), cortex screws, and lag screw, unknown part # / lot #.